Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Event description:
Medical hx: sleep apnea, osteoporosis, chronic anxiety w/psychosomatic illness, ibs, hypovitaminosis d, fibromyalgia, former smoker. Surgical hx: bunionectomy (right) ((B)(6) 2007), breast reduction ((B)(6) 2003), right breast lumpectomy x2 (1963, 1983).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, urge urinary incontinence, urinary urgency, urinary frequency and urinary tract infection.